Event description:
The patient's wife reported that the plunger of the insulin cartridge became stuck on the piston rod of the infusion device during a cartridge change. She stated that the patient tested slightly positive for ketones 45 minutes before the report, but his blood glucose was not elevated (121 mg/dl). She stated that the patient was not connected to the infusion device at that time and his nurse advised that he reconnect. The next day, a company account manager reported that he had been in contact with the patient and the patient stated that there was moisture in the cartridge compartment of the infusion device from spilled insulin the previous day. Upon follow up the patient stated that he no longer tests positive for ketones and he is feeling "fine." The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient's infusion device was replaced and requested to be returned for evaluation.